Manufacturer narrative:
Result: module assembly.

Event description:
It was reported by service report that the footboard module assembly was broken and there were sharp edges. No pt involvement or adverse consequences are reported.